Event description:
It was reported that prior to using bd vacutainer® urine transfer straw, the needles of five devices become dislodged. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date. Investigation summary: bd received 3 photos for investigation. The evaluation of the photos confirms the presence of separation as the components of the transfer device were found to have become separated. Regular inspections are conducted on the product to ensure it meets specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.